Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the pump and transmitter were not inline with each other. Customer readjusted devices; reconnected did not occur. At the time of the report, customer declined offer to reset pump. No additional patient or event information was available.